Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated and delivered too much insulin. Due to the issue, the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer consumed sugar to treat the low bg level.